Event description:
The complainant indicated that during a routine shift check by a clinician the device would not power up in a/c. The complainant indicated there was no pt involvement with this reported malfunction.